Event description:
Additional information was received indicating that the low impedance continued. During an in clinic follow-up, provocative testing was performed and measurements were appropriate. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that decreased pacing impedance was observed on the right ventricular (rv) lead. Insulation damage was suspected. During a routine device exchange procedure, the rv lead examined and no anomalies were noted. The rv lead remains implanted and the new device was programmed to resolve the event. The patient was stable and will continue to be monitored.